Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed due to a reading of 0vdc. A review of the share logs was not performed as there was no data. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.